Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to check the lines and bags. The hp stated they found that the unused final line clamp was open. The tsr assisted the hp to cycle power to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to end therapy. The hp elected to complete therapy via manual supplies and will notify the peritoneal dialysis nurse. The caregiver(cg) was contacted on 15 nov 2011. The cg stated that after starting over with new supplies no further issues were found. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.